Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 53 alarm was found on (B)(6) 2026 15:11:49.000 to (B)(6) 2026 00:10:21.000, file number = 632, line number = 5884. Pump error 53 alarm was also recorded in main error log (adapt), pump error 53 (line number 5884 file number 632) alarm. Per software engineering log, fault 53 is triggered by function get service handles when during the next reconnection mobile app for unknown reason ""loses"" a service which it had before (in all cases it was gatt service). Software anomaly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, all electronic components showed no signs of damage. However, software anomaly was the primary cause of critical pump error (open book image) alarm via pump error 53. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, battery tube threads - cracked, and pillowing keypad overlay. In conclusion, the unit came in with critical pump error alarm triggered by pump error 53 (software anomaly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for critical pump error. Error code 53 (problem associated with written programs, codes, and/or software system that affects device performance or communication with another device) was found. Customer was advise that the serialized device will need to be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.